Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 2 of 2 reports of skin reaction with systemic reaction with hives that occurred two separate times. Please see related records (B)(4).

Event description:
Dexcom was made aware on 06/24/2024, that on 06/12/2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a systemic reaction with two sensors from the same package and this record captures the second event. The event occurred ¿24-48 hours¿ after the sensor had been inserted in the left arm. The patient developed itching sensation and hives from the sensor patch adhesive and the hives extended beyond the shoulder to the back of the neck and down her left arm. Photos of the skin reaction in the complaint record were reviewed. The photos show the hives extended from the shoulder to the back and down the front and back of the left arm. The photos confirmed the skin reaction. Prior to sensor insertion the area was cleansed with soap and water. The reaction was treated with an otc (over the counter) topical antihistamine cream. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.